Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the ed due to chest pain, dyspnea and diaphoresis. The cause of the symptoms were not provided; however, the customer confirmed the patient¿s symptoms improved with no treatment. When the lvad system was connected to a power module in the ed, a pump stoppage occurred. The lvad system was placed back onto battery power. The manufacturer¿s technical services representative reviewed the submitted log file and observed multiple pump power readings greater than 10 watts and overall baseline powers in the 8-9 watt range. The patient had not connected the system controller to a power module patient cable since the beginning of the log on (B)(6) 2016 when connected to a patient cable in the ed, low speed/pump off events occurred until the system controller was switched to battery power. It was reported that this type of behavior has been linked to potential issues with the driveline. On (B)(6) 2016, technical services performed a driveline evaluation. A red heart alarm was reproduced with upper body movement and a driveline replacement was not performed. The patient underwent a pump exchange on (B)(6) 2016.

Manufacturer narrative:
The report of reductions in pump speed values and pump stoppage events while connected to the power module was confirmed based on the evaluation of the submitted system controller log file and the evaluation of the returned device. The device was returned assembled with the driveline cut approximately 9 inches from the pump housing. The severed portion of the driveline was also returned. Examination of the entire driveline found a breach in the insulation near the pump housing on the yellow wire. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. As a result of the damage to the insulation, the underlying yellow wire conductor was exposed. The report of pump stoppage events would have occurred as a result of the exposed wire contacting the braided shield and shorting while the device was supported by the power module. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the hospital personnel on (B)(6) 2016 stating that the patient symptoms observed during admission to the emergency room on (B)(6) 2016 has improved and has since resolved. The patient did not receive any treatment in response to the reported symptoms. It was also stated that the patient's primary system controller in use at the time of the event was exchanged on (B)(6) 2016 and is currently being used as a backup system controller.